Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® with dcd® non-platform switched tapered implant (bnst3213) was returned with a cover screw for investigation. Visual inspection of the as returned product identified bone residue within the external threads of the implant. The neck and collar of the implant were found to be damaged which is most likely from from the removal process. Accurate measurement analysis of the implant could not be conducted due to the attached cover screw. The cover screw was damaged as well and could not be removed. The implant was located at tooth #7 (universal) and the implant was implanted in the patient's mouth for approximately 4 years. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015. Information identified: warnings, potential adverse events. As per the applicable IFU, under section potential adverse events, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, and implant breakage are potential adverse events associated with the use of dental implants. The complainant reported infection and bone loss. The reported complaint could not be verified due to the nature of the complaint. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes.' Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when uncovering implants in the area of numbers 7 and 8, a complete loss of bone was found, the tissue over implant #7 was irritated and red, and fistula was present. The implant was removed and the site was grafted.